Manufacturer narrative:
Additional information provided in pt identifier, age/date of birth, sex, weight, outcomes attributed to adverse events, describe event or problem, relevant tests/lab data, other relevant history, concomitant medical products, and evaluation codes.

Event description:
Additional information was received from the surgeon reporting the "chip" became hot causing corneal opacity and twitch of radial shape cornea. Another incision was made and the cataract surgery was continued. Postoperative corneal astigmatism noted. Steroid eye drops have been continuously used. The surgeon reported that the viscoelastic, manufactured by a different company, that was in use at the time of surgery contributed to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, a patient experienced a thermal burn during ultrasound. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
The customer did not request service for the system. A completed questionnaire was received. The patient was an (B)(6) female. The surgery was on the right eye (od) on (B)(6) 2016. The event occurred when the temperature increased in the phaco tip. The cataract surgery started as usual. As soon as grooving began to split the cataract the phaco tip got hot. The phaco was stopped immediately and the phaco tip was removed from the eye. Corneal opacity and twitch of radial-shape (sic) on the cornea was observed. The surgeon created another incision and the cataract surgery was continued. The thermal burn occurred within ten seconds. There was smoke around the phaco tip just before the temperature increased on the phaco tip. The surgeon has noted that the phaco tip was slightly hot before, but this time the temperature was the highest. The phaco tip was re-used. There was no problem with irrigation. The incision size was 2.8mm. The viscoelastic used was healon. The wound was sutured. The patient¿s visual acuity (va) is improving. The surgeon reported that the viscoelastic, manufactured by a different company that was in use at the time of surgery may have contributed to this event. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The operators manual includes the warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of the system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Corneal burn is an issue that is occasionally reported with cataract surgery. The phaco tip is a single use device (sud) and we do not recommend re-using a single use device.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating although the patient's vision has not returned sufficiently, treatment for thermal burn was performed and the patient's condition has settled down. The surgeon reported that the patient's outcome is improving.